Event description:
It was reported that during a scheduled retrieval of a vena cava filter, it was discovered that the filter had migrated caudally from l2 to l4 and had an anterior lateral tilt greater than 15 degrees. It was also reported that one upper arm was perforating the vena cava, but still attached. An attempt was made to reposition the filter for retrieval by using a snare from above the filter, but was unsuccessful. The filter remains implanted and the pt is asymptomatic. No immediate plans to attempt to remove the filter again at this time. No reported injury to the pt.

Manufacturer narrative:
The device history records have been reviewed with special attn to the mfg process and the qc testing. This lot met all release criteria. The sample eval could not be performed as the sample remains implanted and was not returned. The result of the investigation is inconclusive and the root cause is unk. Procedural and pt factors may have contributed to this event. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall. The current IFU (instructions for use) states the following: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: there have been reports of complications including death, associated with the use of vena cava filters in morbidly obese pts. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a pt who is at risk of pulmonary embolism without intervention.